Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. (B)(4). Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue via the diagnostic log. The fse replaced the data acquisition (da) pcba to resolve the reported issue. Unit passed required performance verification tests per philips standards and returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support stating that unit has and error message of proximal pressure sensor auto zero failed. There was no patient involvement at the time the issue was discovered.